Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-ventricular (rv) lead exhibited high pacing impedance and high capture thresholds and the right-atrial (ra) lead exhibited noise oversensing resulting in inappropriate automatic mode switch. As a resolution the rv lead and the ra lead were explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events of unacceptable threshold and high pacing lead impedance were not confirmed. The distal portion of a partial lead was returned in one piece with the helix found extended, bent, and clogged with blood and tissue. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.